Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'occlusion upstream' was not reproduced. Upstream occlusion test was performed and the device passed. A review of the event history log revealed "upstream occlusion!" Messages. The event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.